Event description:
This report represents one of three pt instances of regulator tubing leakage in or around the regulator dial -at tubing-to-dial insertion points or between the dial-body junction-; this ultimately required extra deliveries to replace multiple sets of discarded tubing for each pt. All instances occurred with the same lot number of b brann rate flow IV regulator set-v5922. There was no significant delay in therapy as a result of the product malfunction.